Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and there was a non-electrical miscellaneous finding on the tip electrode.

Event description:
It was reported that the atrial lead dislodged, and was revised. After the lead revision, the lead had high impedance and high threshold. Furthermore, during a second lead revision procedure, intermittent loss of capture was observed at max outputs. The lead was removed and replaced. No patient complications have been reported as a result of this event.